Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: upon review of the run data files (rdf) a small amount of hemolysis was observed. The amount of hemolysis was below the threshold to trigger the alarm. The hemolysis alarm threshold was met during the 2nd draw but only 11.8 ml of draw volume was accumulated of the 20 ml required to raise the alarm. The small amount of hemolysis was accompanied by a spike in pressure which could have been caused by manipulation of the separation set, but we do not know for sure what caused the hemolysis only in the second draw cycle. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A service technician at the site successfully performed a mock procedure fluid test successfully. Donor connected runs prior to this run were evaluated for similar issues and no issues were found. A disposable complaint history search was performed for this lot 2504231161 and there were no other reports for similar issues on this lot. There are no recalls for this lot number, and no other hemolysis or rbc spillover complaints were alleged for this lot. The customer did not allege or report any concerns of hemolysis and therefore did not perform the hemolysis test outlined in the knowledge article for potential hemolysis. After reviewing the log file, it was found that there could be an indication of potential hemolysis in the second and third draw cycles, however, the amount that the blue line sensor transmission dropped, was below the threshold to trigger the alarm. Because the customer did not perform the actions outlined in the potential hemolysis knowledge article, the occurrence of hemolysis cannot be confirmed. The customer reported rbc spillover into the bottle, and there was a drop in the red and blue transmission signals at the line sensor which is a signal that an rbc spillover occurred at the end of the second draw cycle. However, the drop in red and blue transmission was not significant enough to trigger the alarm, as the drop was below the alarm threshold. The cause of the rbc spillover cannot be confirmed at this time. Root cause: a root cause assessment was performed for this complaint. Based on the available information, a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: donor physiology such as icteric plasma or lipemic plasma. Operator loading issues that cause occlusions manufacturing errors that cause disposable occlusions line sensor is faulty.

Event description:
The customer reported an red blood cell (rbc) spillover during a collection using rika with no alarm associated indicating a potential hemolysis incident. No clots were observed in the channel or channel lines. Full patient ID: (B)(6) per customer patient "left the center feeling normal". No medical intervention occurred. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported an red blood cell (rbc) spillover during a collection using rika with no alarm associated indicating a potential hemolysis incident. No clots were observed in the channel or channel lines. Full patient ID: (B)(6) per customer, patient "left the center feeling normal". No medical intervention occurred. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: upon review of the run data files (rdf) a small amount of hemolysis was observed. The amount of hemolysis was below the threshold to trigger the alarm. The hemolysis alarm threshold was met during the 2nd draw but only 11.8 ml of draw volume was accumulated of the 20 ml required to raise the alarm. The small amount of hemolysis was accompanied by a spike in pressure which could have been caused by manipulation of the separation set, but we do not know for sure what caused the hemolysis only in the second draw cycle. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A service technician at the site successfully performed a mock procedure fluid test successfully. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.11. Corrected information is provided in b.5 and d.9. Investigation: upon review of the run data files (rdf) a small amount of hemolysis was observed. The amount of hemolysis was below the threshold to trigger the alarm. The hemolysis alarm threshold was met during the 2nd draw but only 11.8 ml of draw volume was accumulated of the 20 ml required to raise the alarm. The small amount of hemolysis was accompanied by a spike in pressure which could have been caused by manipulation of the separation set, but we do not know for sure what caused the hemolysis only in the second draw cycle. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A service technician at the site successfully performed a mock procedure fluid test successfully. A disposable complaint history search was performed for this lot 2504231161 and there were no other reports for similar issues on this lot. There are no recalls for this lot number, and no other hemolysis or rbc spillover complaints were alleged for this lot. The customer did not allege or report any concerns of hemolysis and therefore did not perform the hemolysis test outlined in the knowledge article for potential hemolysis. After reviewing the log file, it was found that there could be an indication of potential hemolysis in the second and third draw cycles, however, the amount that the blue line sensor transmission dropped, was below the threshold to trigger the alarm. Because the customer did not perform the actions outlined in the potential hemolysis knowledge article, the occurrence of hemolysis cannot be confirmed. The customer reported rbc spillover into the bottle, and there was a drop in the red and blue transmission signals at the line sensor which is a signal that an rbc spillover occurred at the end of the second draw cycle. However, the drop in red and blue transmission was not significant enough to trigger the alarm, as the drop was below the alarm threshold. The cause of the rbc spillover cannot be confirmed at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported an red blood cell (rbc) spillover during a collection using rika with no alarm associated indicating a potential hemolysis incident. No clots were observed in the channel or channel lines. Full patient ID: (B)(6) per customer patient "left the center feeling normal". No medical intervention occurred. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported an red blood cell (rbc) spillover during a collection using rika with no alarm associated indicating a potential hemolysis incident. Patient information and outcome are unknown at this time. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation: upon review of the run data files (rdf) a small amount of hemolysis was observed. The amount of hemolysis was below the threshold to trigger the alarm. The hemolysis alarm threshold was met during the 2nd draw but only 11.8 ml of draw volume was accumulated of the 20 ml required to raise the alarm. The small amount of hemolysis was accompanied by a spike in pressure which could have been caused by manipulation of the separation set, but we do not know for sure what caused the hemolysis only in the second draw cycle. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.3a, a.4, b.5, h.6 and h.11. Investigation: upon review of the run data files (rdf) a small amount of hemolysis was observed. The amount of hemolysis was below the threshold to trigger the alarm. The hemolysis alarm threshold was met during the 2nd draw but only 11.8 ml of draw volume was accumulated of the 20 ml required to raise the alarm. The small amount of hemolysis was accompanied by a spike in pressure which could have been caused by manipulation of the separation set, but we do not know for sure what caused the hemolysis only in the second draw cycle. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported an red blood cell (rbc) spillover during a collection using rika with no alarm associated indicating a potential hemolysis incident. No clots were observed in the channel or channel lines. Full patient ID: (B)(6) per customer patient "left the center feeling normal". No medical intervention occurred. Terumo bct is awaiting return of the collection set for evaluation.